Event description:
A device was returned to a third- party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. In addition to that damaged ui panel, lines, missing left door were replaced to address the issue.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.